Event description:
Customer claims the alarm unit will not power on and the battery connectors are bent. There was no pt injury reported. Posey inspection of the returned alarm unit found the alarm has intermittent power and alarm. The alarm battery springs are bent.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows the alarm unit has intermittent power and alarm. All of the alarm battery springs are bent. (B) (4).